Manufacturer narrative:
Eval summary: the analysis site found that the control module dc motor adapter on the blue cable side was broken causing the cutter to not rotate. The device was repaired, functionally tested and found to operate properly. No conclusion could be reached as to what coud have caused this incident. Results: dc motor adapter.

Event description:
It was reported that the dc adapter was broken off on the blue cable port. There were no error codes associated to the blue cable function. The dr was unable to finish the breast biopsy. The pt was rescheduled for a f/u biopsy procedure.